Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and required assistance from emergency medical technician who administered intravenous glucose to address bg. Additionally, the customer¿s bg level was "high"; although specific value was not provided. A supply change was performed to resolve the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.